Manufacturer narrative:
H3: product analysis: part # 436120c, lot # ca19k123 visual and optical inspection revealed some surface scratches and some damage to one of the teeth/gears. Functional inspection with sample inserter confirmed the body set screw and the end cap screw were able to be loosened and tightened. Once the screws were tightened the implant was able to hold its position. Unable to determine root cause of implant moving/backing out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred during a 1-1pps procedure for l1 compression fracture and vertebral body replacement was performed. It was reported that shortening occurred after extending and temporarily fixing the centerpiece of t3. After inserting the screw with v4 in lateral decubitus position, it was continued to perform vertebral subtotal removal from the anterior side as it was. Size was measured with a caliper after subtotal removal. The centerpiece of 20c was selected because it was about 40mm in height, and extended end caps (two with lengths of 40) were also used. The cage was attached to the inserter according to surgical technique, and was inserted into the body, and extended. Temporal fixation was performed firmly, and it was continued to perform final tightening as it was. When attempted to remove the inserter, the cage deviated from the body together without applying too much force. A new 20c and extended end cap with a length of 45mm were taken out. It was thought that the earlier deviation occurred because the extension was insufficient, so the cage was extended to the point where it could not be extended any more and the final tightening was performed, but like last time, when it was attempted to remove the inserter, the cage deviated from the body together. When attempted to remove the inserter, the inserter did not come off and the cage came out together. There was not a centerpiece of the same size anymore, so they loosened the lock of the t3 that was inserted the second time and reused it. The physician also tried to find out the cause, and it turned out that the shortening occurred after the centerpiece was temporarily fixed. The final tightening was performed while paying attention to whether shortening would occur. The third time, the cage did not deviate, the inserter was removed, and the wound was closed. Endcap were connected to the centerpiece, and they the end cap itself was not defective. There was a procedure delay of less than 60 mins. No patient injury / complication was reported.